Event description:
No additional information.

Manufacturer narrative:
Investigation results: two 2000e china samples were received for investigation; one sample was received without packaging, and the other was received in sealed packaging from lot 23035119. The customer reported that the "connector was disconnected" upon opening of the packaging. A visual inspection of the returned samples did not identify anything damage or manufacturing defects with the sample received in sealed packaging, however inspection of the sample received without packaging confirmed the customer's experience with the female luer adaptor (fla) identified to have broken away from the rest of the transparent housing (appendix 1). A closer inspection identified that part of the clear housing was still welded to the fla, and that damage was also identified to the surface of the fla (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. They performed an extensive failure investigation in order to identify a potential source for the reported damage, however, a definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A review of the production records for lot 23035119 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2000e china product in the past 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve separated.the following information was received by the initial reporter with the verbatim:on (B)(6) 2023 when the nurse was replacing a patient's needleless closed infusion connector, the nurse opened the package and discovered that the connector was disconnected; the nurse immediately retained the connector and replaced it with a new needleless closed infusion connector for the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.